Manufacturer narrative:
A review was performed of the information provided. A large intra-peritoneal volume drained following the patient's prescribed fill occurred with an undetermined cause. Currently, we have not been able to make contact with the patient to obtain treatment sheets to confirm the overfill. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.

Event description:
Patient reported being overfilled during ccpd treatment. Treatment data sheets were unable to be obtained. Per patient verbal report, treatment data was: drain 0 = -800 ml. Fil 1 = 12,670 ml, drain 1 = 12,940 ml, uf = -530 ml. Fil 2 = 2,300 ml, drain 2 = 8,820 ml, uf = 5,990 ml. The reported large drain exceeds the 180% drain criteria for a reportable device malfunction.